Event description:
It was reported to medtronic minimed that the customer report that pump has black lines on the screen after installing a new battery. The customer reported no adverse event. The event involved product(s) unk_ngp. Troubleshooting was performed for display issues. Customer was calling back with a frozen display after installing a new battery for previous frozen display issue. Instructed the customer that, the insulin pump will be replaced. No harm requiring medical intervention was reported. No product return is required for unk_ngp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer report that pump has black lines on the screen after installing a new battery. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed for display issues. Customer was calling back with a frozen display after installing a new battery for previous frozen display issue. Instructed the customer that, the insulin pump will be replaced. No harm requiring medical intervention was reported. Product return was required for mmt-754wws.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from to mmt-754wws as per new additional information and updated in section d1/d2a/d2b and d4. Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (type of investigation, investigation findings, investigation conclusion), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No frozen screen during testing. Unit was received with a missing segment/partial display anomaly. Unable to perform self test, and displacement accuracy test due to missing segment/partial display anomaly. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test boards confirms missing segment/partial display anomaly, problem isolated to lcd board. The test reservoir locked in place properly. Unit had scratched case, cracked battery tube threads, cracked belt clip slot, stained address/serial number label and missing end cap sticker. Frozen screen not confirmed. Missing segment/partial display anomaly, problem isolated to lcd board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.